Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available from the account. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced a decrease in blood pressure, and upon evaluation, an effusion was noted. During a procedure in which a farawave catheter was selected for use, the effusion was observed midway through the pulsed field ablation (pfa) applications. The chest was tapped, and the patient required a prolonged hospitalization. The procedure was completed, and no device issues were reported. The patient fully recovered and was discharged from the hospital. The device is not expected to be returned for laboratory analysis, it was disposed.